Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located below the knee and was moderately tortuous and severely calcified. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres for 1 second, the balloon ruptured. The device was removed without any problem and was replaced for a different model to complete the procedure. No complications reported, and patient status was good.